Event description:
There is an unknown pimple at the tip of the guide wire, which affects the entry of the tear sheath. The tear sheath is difficult to enter, so the customer has replaced it (B)(6)2024 - the guidewire returned for evaluation exhibited disjoined coils just distal of the proximal wield tip.

Manufacturer narrative:
The complaint of difficulty passing the guidewire through a microintroducer is confirmed. One 0.018 in. Stainless steel guidewire was returned for evaluation. A functional test of attempting to slide the non-complainant 4.5 fr microintroducer over a complainant guidewire revealed the microintroducer would not slide over the proximal end of the guidewire. The non-complainant microintroducer could slide over the distal end of the guidewire. A microscopic observation of the proximal end of the returned guidewire revealed the proximal tip to have disjointed coils just distal of the proximal weld tip. Because the returned guidewire was found to have disjointed coils but the complaint description implies to be during use after inserting the guidewire through an introducer needle, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.